Event description:
New information received notes crosstalk was observed on the implantable cardioverter defibrillator.

Manufacturer narrative:
Correction: section g2: company representative should also have been selected.

Event description:
It was reported that non-sustained oversensing due to far p wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Further testing was recommended. There were no reported patient symptoms or consequences.